Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in early 2009, that an endovive standard peg kits push method was used during an peg placement procedure performed. According to the complainant, during the procedure, the wire became stuck. The wire unraveled when it was pulled out. The procedure was completed with another endovive standard peg kits push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.